Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 172 mg/dl at the time of incident. Customer stated that the insulin pump was scrolling black lateral lines and the insulin pump screen turned black with nothing on it . Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to blank display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected missing segments/partial display anomalies noted. No damage on the isolation tape noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.